Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous accutni result generated by the access 2 immunoassay system for one pt. Customer tested a sample for accutni and obtained a result of 0.02ng/ml. Upon repeat the sample gave a result of 1.51ng/ml. The erroneous result was not reported outside of the laboratory. No reports of death, injury, or change to pt treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was lithium heparin and was centrifuged for 6 minutes at 3800 rpm. The system check performed on two days failed. A field service engineer (fse) was on site in 2008: fse performed diagnostic testing which passed specifications. A precision run failed with one outlier. Fse adjusted the ultrasonics. A repeat precision run, calibrations & qc were all within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.